Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a non-medtronic surgical valve, after full release of the valve, it dislodged into the ascending aorta. It was decided to explant the valve. The case switched to an open procedure and the valve was successfully repaired surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.